Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt griggs was in use during a procedure. The patient was reported to have a cerebral hemorrhage, and his condition requires a minimally invasive percutaneous tracheotomy. The doctor suddenly broke the forceps when he used the forceps to expand the skin, and immediately replaced with a new product, which did not cause adverse consequences to the patient.